Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two segments of metallic material as well as separate coil adherent to the right fallopian tube') and breast cancer female ('tumor/teratoma/cancer ¿ breast cancer') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. Previously administered products included for prevent pregnancy: yasmin from 2006 to 2010 and nuvaring from 2004 to 2005. Past adverse reactions to the above products included nausea with yasmin; and pain with nuvaring. Concurrent conditions included tobacco use disorder, dysuria, dysplasia, cervical intraepithelial neoplasia iii, attention deficit/hyperactivity disorder, loop electrosurgical excision procedure, augmentation mammoplasty, anxiety and abdominal pain. Concomitant products included aripiprazole since 2016, calcium since 2017, camellia sinensis (green tea) since 2017, lamotrigine since 2016, quetiapine since 2001, tamoxifen since 2016, tizanidine since (B)(6) 2018 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced urinary tract infection ("bladder or urinary problems or changes uti, incontinence/ uti"), urinary incontinence ("bladder or urinary problems or changes uti, incontinence"), alopecia ("hair loss"), mood altered ("moody") and libido decreased ("hormonal changes ¿ moody, low libido/ hormonal changes") and was found to have weight decreased ("weight loss"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdomen pain"), nausea ("nausea/ nausea"), headache ("headaches/ headaches") and myalgia ("muscles aches"). In (B)(6) 2010, the patient experienced heavy menstrual bleeding ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced migraine ("migraines/ migraine"). In 2011, the patient experienced tooth disorder ("dental problems"), balance disorder ("neurological conditions ¿- balance"), facial pain ("facial pain"), depression ("depression/ psych injury"), anxiety ("anxiety/ psych injury") and premenstrual dysphoric disorder ("other injuries ¿ pmdd ¿ premenstrual dysphoric disorder"). In (B)(6) 2014, the patient was found to have breast cancer female (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, antidepressants, baclofen, citalopram hydrobromide (celexa), sumatriptan succinate (imitrex) and surgery (bilateral mastectomy and removed lymph nodes under left arm and laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, breast cancer female, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower, urinary tract infection, urinary incontinence, tooth disorder, fatigue, alopecia, mood altered, libido decreased, migraine, nausea, balance disorder, facial pain, depression, anxiety, weight decreased, premenstrual dysphoric disorder, headache and myalgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, balance disorder, breast cancer female, depression, device breakage, dysmenorrhoea, dyspareunia, facial pain, fatigue, headache, heavy menstrual bleeding, libido decreased, migraine, mood altered, myalgia, nausea, premenstrual dysphoric disorder, tooth disorder, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for psych injury, uti, fatigue, hair loss, hormonal changes, migraine, headaches, nausea, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Pathology test - on (B)(6) 2021: gross description: bilateral fallopian tubes," are two segments of fallopian tube one of which is oriented stitch around to right fallopian tube. Two segments of metallic material as well as separate coil adherent to the right fallopian tube are also present in the specimen container. A) designated "right" is a 9.2 cm in length by 0.8 cm in diameter tubular portion of fimbriated fallopian tube. The cut surfaces are tan-pink with a patent, stellate lumen. Adherent to the fallopian tube is a wire like material with an attached coil like hardware. B) designated "left" is a nonradiating margin 8.5 cm in length by 0.9 cm in diameter tubular portion of fimbriated fallopian tube.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two segments of metallic material as well as separate coil adherent to the right fallopian tube') and breast cancer female ('tumor/teratoma/cancer ¿ breast cancer') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder. Previously administered products included for prevent pregnancy: yasmin from 2006 to 2010 and nuvaring from 2004 to 2005. Past adverse reactions to the above products included nausea with yasmin; and pain with nuvaring. Concurrent conditions included tobacco use disorder, dysuria, dysplasia, cervical intraepithelial neoplasia iii, attention deficit/hyperactivity disorder, loop electrosurgical excision procedure, augmentation mammoplasty, anxiety and abdominal pain. Concomitant products included aripiprazole since 2016, calcium since 2017, camellia sinensis (green tea) since 2017, lamotrigine since 2016, quetiapine since 2001, tamoxifen since 2016, tizanidine since (B)(6) 2018 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced urinary tract infection ("bladder or urinary problems or changes uti, incontinence/ uti"), urinary incontinence ("bladder or urinary problems or changes uti, incontinence"), alopecia ("hair loss"), mood altered ("moody") and libido decreased ("hormonal changes ¿ moody, low libido/ hormonal changes") and was found to have weight decreased ("weight loss"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdomen pain"), nausea ("nausea/ nausea"), headache ("headaches/ headaches") and myalgia ("muscles aches"). In (B)(6) 2010, the patient experienced heavy menstrual bleeding ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced migraine ("migraines/ migraine"). In 2011, the patient experienced tooth disorder ("dental problems"), balance disorder ("neurological conditions ¿- balance"), facial pain ("facial pain"), depression ("depression/ psych injury"), anxiety ("anxiety/ psych injury") and premenstrual dysphoric disorder ("other injuries ¿ pmdd ¿ premenstrual dysphoric disorder"). In (B)(6) 2014, the patient was found to have breast cancer female (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, antidepressants, baclofen, citalopram hydrobromide (celexa), sumatriptan succinate (imitrex) and surgery (bilateral mastectomy and removed lymph nodes under left arm and laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, breast cancer female, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower, urinary tract infection, urinary incontinence, tooth disorder, fatigue, alopecia, mood altered, libido decreased, migraine, nausea, balance disorder, facial pain, depression, anxiety, weight decreased, premenstrual dysphoric disorder, headache and myalgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, balance disorder, breast cancer female, depression, device breakage, dysmenorrhoea, dyspareunia, facial pain, fatigue, headache, heavy menstrual bleeding, libido decreased, migraine, mood altered, myalgia, nausea, premenstrual dysphoric disorder, tooth disorder, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for psych injury, uti, fatigue, hair loss, hormonal changes, migraine, headaches, nausea, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion.. Pathology test - on (B)(6) 2021: gross description: bilateral fallopian tubes," are two segments of fallopian tube one of which is oriented stitch around to right fallopian tube. Two segments of metallic material as well as separate coil adherent to the right fallopian tube are also present in the specimen container. Designated "right" is a 9.2 cm in length by 0.8 cm in diameter tubular portion of fimbriated fallopian tube. The cut surfaces are tan-pink with a patent, stellate lumen. Adherent to the fallopian tube is a wire like material with an attached coil like hardware. Designated "left" is a nonradiating margin 8.5 cm in length by 0.9 cm in diameter tubular portion of fimbriated fallopian tube.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Reporter information, medical history, essure removal details added. Action taken with drug updated. Event: two segments of metallic material as well as separate coil adherent to the right fallopian tube added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.